Event description:
It was reported that during a lap appendectomy, the handpiece is stuck on the instrument. The case was completed with a second hand piece and a second same instrument. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received attached to a har36 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.